Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed with a blood leak alarm. Estimated blood loss was 20-50 cc¿s. There was no ill effect to the pt. There is a sample available.